Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was frayed at the distal clevis hub. The clevis was undamaged. Failure analysis investigation also found the following additional damages to the instrument: the instrument's distal pulley exhibited visible scratches on the surface. The distal end of the main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches are short in length and not axially aligned with the tube. Both of the instrument's bipolar pins at the back of the housing were bent. It was concluded that the damage found to the bipolar pins was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a wire at the tip of the fenestrated bipolar instrument was observed to be broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.